Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high impedance. The lead was removed and was not implanted. A new lead was used. No patient complications have been reported as a result of this event.